Event description:
Ami was contacted that a pt using the tap 3 tl appliance woke up and noticed that the socket broke off the lower appliance. There was no harm to the pt.

Manufacturer narrative:
(B)(4). Ami has repaired the appliance and replaced the lower tray.